Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. The initial reported event of rv lead fracture was previously submitted via remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued the rae, so supplemental information is being submitted via 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attorney letter alleged that the patient sustained injuries as a result of a defective product. On (B)(6) 2009, (B)(4): a lawsuit further alleged that the patient "suffered physical and other injury" and that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has further suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective [lead] removed or replaced." (B)(6) 2018, 10:24:15, althak1: it was further reported that the right ventricular (rv) lead had vf therapies off due to fracture. The lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2018 it was further reported that the patient¿s rv lead exhibited short v-v intervals and undefined pacing impedance.